Event description:
It was reported difficult deflation was encountered during a tansjugular intrahepatic portosystemic shunt procedure. No further details are available regarding the circumstances surrounding this event and follow up attempts have been unsuccessful. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Without evaluating the deivce and without further details about the event, co is unable to determine the cause for this event.